Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/06/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/16/2015 with the following findings: due to internal moisture contamination, "power on reset" events, call service 054 alarms, 128-fe88 errors, alarms warnings and other errors were observed in the black box on 04/06/2015. Battery compartment cracks were observed in the thread area. The pump case was cracked in the corner of the display area. There was evidence of moisture contamination found inside the battery compartment. There was moisture found behind display lens. The pump was powered on with the returned battery cap and the display remained blank. The pump emitted alarms within three minutes with an audible tone and vibration alert per normal operation. Due to a blank display screen and internal moisture contamination, the remaining steps were unable to be completed. Current draws were found not to be within specifications and the "sleep, load and "rewind" values were unable to be obtained due to blank display/moisture damage. A leak test revealed leaks at the pump case crack and battery compartment cracks. The pump case was removed and there was evidence of additional moisture contamination found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - moisture ingress with damage) issue. There was reportedly damage to the pump casing around the display and the pump was exposed to the hot tub and the pool. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.